Event description:
The following information was reported by the sales rep: there was a crack in the flush port of the luer hub. The product was not used in the patient. There were no reported patient complications.